Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm or keypad anomaly during testing noted. The insulin pump was received with a cracked case (battery tube). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the crack & hairline fractures on insulin pump, battery was overheating, buttons were stuck, hard to press and unresponsive at times and also received unexplained no insulin delivery alerts. No harm requiring medical intervention was reported. The device will not be returned for analysis.